Event description:
It was reported that during implant procedure, the device and battery remaining to capacity was noted to be 87% below the recommended battery capacity (>90%). Premature battery was suspected. The device was never implanted and there was no consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The remaining capacity to eri was 87%. This met the recommended limit of >= 87% at implant. The device is considered normal.